Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 25-apr-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (10 mg/ml at 3.982 mg/day) and bupivacaine (20 mg/ml at 7.963 mg/day) via an implantable infusion pump. It was reported that during a pump replacement for normal and expected battery depletion, the existing catheter had a small hole/kink so that portion was replaced. No patient symptoms were reported. The patient's weight was unknown. No further complications were reported.